Event description:
The lay user/patient contacted lifescan in 2007 and alleged that he had an issue with his one touch ultra meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue (patient was accessing the memory option to turn on the meter) had first occurred on the day before, in the early morning. He also reported feeling jittery, and shaky after the issue began. The patient reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. The patient also reported that the meter was not powering on. However, that issue was resolved with troubleshooting. This complaint is being reported because the patient experienced being jittery after the alleged issue began. The patient was accessing the memory option to turn the meter on (use error). Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strops do not pass inspection, lifescan will inform FDA of the results in a supplemental report.